Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the long bipolar grasper instrument was observed to have a ripped insulated wire. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the long bipolar grasper instrument to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to not be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage.

Event description:
Refer to h10/h11 for follow-up information.